Manufacturer narrative:
Visual inspection of the returned product found one haptic torn and bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the technician noted on of the haptics of an aq2010v silicone three piece lens looked out of alignment/bent but decided to go ahead and load the lens. The haptic was not positioned properly in the cartridge, so the technician decided to use another lens. There was no patient contact. The reporter stated they felt the lens may have received that way and was possible defective.